Event description:
It was reported that the parents came to the clinic complaining that the speech processor was not working. After investigation, the problem found was that the implant was not working. Pt was referred to his hospital for further investigations, such as x-ray, CT scan and according to his audiologist at the hospital, the implant housing and electrode array are in a standard placement, but the reference electrode was not clearly observed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.